Event description:
It was reported that the patient was brought in for an atrial lead revision due to rising and unstable thresholds. Under fluoroscopy, it was noted the passive fixation atrial lead had dislodged and implanted itself in another location in the atrium. The atrial lead was capped, and an active fixation lead was implanted on 12 jan 2023. There were no patient consequences.